Event description:
Customer reporting 1 false positive sars result. Customer states the result was confirmed negative by pcr and another brand rapid antigen test.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.